Event description:
A malfunction was reported with a code "malf 16," which was not resettable. There was no reported adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump, and the customer will use multiple daily injections (mdi) as a backup therapy while awaiting the new pump. The customer was instructed to put the existing pump into storage mode and return it using a pre-paid label within 10 days, which was understood and acknowledged.